Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic because the implantable cardioverter defibrillator was delivering stimulation to the phrenic nerve and diaphragm during pacing. Interrogation of the device revealed a device parameter error message. The device was reprogrammed back to the previous clinical settings, and the extracardiac stimulation stopped. The patient was in stable condition.